Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a leaking reservoir. The customer stated that after changing reservoirs, the new reservoir had only 36.8 units when she had filled the reservoir with 100 units. The customer then stated that she smelled insulin in the reservoir compartment of the insulin pump and heard swishing in the insulin pump when it was shaken. Troubleshooting was performed and the insulin pump passed the displacement test. Nothing further was reported.